Event description:
The patient has two deep brain stimulation systems implanted due to his tremor. One system is working without any problems; good therapy outcome. The patient receives no benefit from the second system. The patient intermittently feels stimulation/ paresthesia. There is no symptom control due to lack of stimulation. Device interrogation revealed impedance measurements >2000 ohms for the following configuration (0-, 1+, 2v, 60us, 185hz). Another electrode-configuration was attempted without successful symptom-control. Troubleshooting is ongoing.